Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse found that the analyzer gave error 4231 reagent/tip x-home detect message which was cleared by customer. The analyzer also gave an error 2161 cup transfer cup pickup message. Fse verified all alignments for the sorter, dispense lane, and adjusted the cup transfer to dispense lane alignments which was found to be slightly off. Fse then performed 5 cup transfer tests as well as 5 runs of a sorter check with 10 cups. Fse ran the daily check successfully followed by three levels of thyroid stimulating hormone (tsh) quality controls (qc). The instrument operated as intended. There was no further action required by fse. The instrument was installed on 16-july-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the install date 16-july-2018 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4231]: reag/tip-x home detect error: cause: the home sensor s090 failed to be activated after the reagent loader moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s090 and pm090 for a possible malfunction. The most probable cause of the 4231 reag/tip-x home detect error was misalignment of the dispense lane.

Event description:
A customer reported error 4231 "reagent/tip-x home detect" with the aia-900 instrument. Technical support (ts) instructed the customer to reload the tips and check for dropped tips or an obstruction. However, upon start up, the instrument began shaking when the reagent door was closed and the instrument attempted to scan the tips. The 4231 error occurred at that time. The ts instructed the customer to open the cover but no obvious obstruction was seen. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lhii), prolactin (prl), estradiol (e2), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.